Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of no image displayed was not confirmed. The allegation of main panel blinking was confirmed, due to a system error. In addition, high brightness motor was slow. The rear foot screw was removed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus employee reported on behalf of the customer, the visera pro xenon light source does not display an image. Also, there system malfunction that causes an abnormality with the front panel lighting. The intended procedure was a therapeutic laparoscopic surgery. The procedure was completed by replacing the subject device. Device pre-use checks were performed. There was no report of user or patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, it is likely the main panel blinking as an error display occurred due to the initial position of the turret could not be detected within a predetermined period due to the malfunction of the high-brightness motor. However, a definitive root cause could not be determined. The no image malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.